Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/13/2014 with the following findings: the display was found to be crack and blank. Replacement with a test display returned display function to specification. Unrelated to the complaint, a battery compartment crack was observed.